Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging malfunction of a ventilator's screen. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging malfunction of a ventilator's screen. There was no harm or injury reported. The ventilator was evaluated by the third-party service center and the customer¿s complaint was not confirmed. Additionally, the unit fail test step due to active exhalation verification: s(+) p(-): pilot: reading. The unit was cleaned and repaired. The device passed all the tests.